Event description:
Device appeared to function properly at time of surgery ((B)(6) 2011) 2.9 cm tumor inferior left kidney rf ablation with 3cm and 4cm deployment tine closest to ureter (2cm) at 3cm deployment (1.6) at 4cm deployment. Proximal left ureteral thermal injury with urine leak *despite >1cm safety margin of device from the ureter pt required percutaneous drainage, ureter stent placement, repeat hospitalization.